Event description:
It was reported that while the ventilator was connected to a pt it generated two technical error codes indicating disabled valves and communication failure between monitoring and breathing subsystems. The ventilator was replaced. There was no pt harm. (B)(4).

Manufacturer narrative:
A control printed circuit board has been received for investigation but the investigation has not been performed yet. A supplemental medwatch will be provided when the investigation is finished. (B)(4).